Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The soda lime canister seals were cleaned and reassembled, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a leak affecting the ability to ventilate at low flow. There was no report of patient involvement.